Event description:
2 dec 99: investigation results completed. A batch review of documentation showed no deviations. The lot was 100% inspected at pre-shipment inspection and no deviations with respect to label sheets were reported. After pre-shipment inspection, no other opening and/or product handling take place. The complaint could not be confirmed based on these arguments. On 10 dec 99, the physician was contacted concerning this incident. Explant was performed on 2 nov 99 and the exact same type of iol was implanted. She had no further problems with her vision following the second implant. The explanted iol in question was not returned to pharmacia & upjohn and its whereabouts unknown.